Event description:
A routine investigation where a customer reported a false high reading on their meter when compared to a laboratory specimen. The result when plotted onto a clarke error grid fell into the "d" zone which is considered clinically significant. No actions were taken on the reading nor was there injury or medical intervention.